Manufacturer narrative:
The customer¿s reported problem was confirmed.a review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode.the customer stated that there was no patient involvement.

Event description:
Case #00799148 - npi 8100 error code 210.5020 logic board- chip failure/ communication failure bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4) case subject: npi 8100 error code 210.5020 account name: (B)(6) medical center account #: (B)(4) asset name: 8100 pump module v9.33.0 asset location: contact: (B)(6) contact email: (B)(6) contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: 8100 sn: (B)(4) customer wanted to make sure that the error code he was getting was correct. I explain to the customer that the error code that he is getting is that he needs to replace his display board. Failure device type: alaris system instrument failure problem type: 8100 failure mode: troubleshooting/ error codes case resolution: after I explain to the customer that he needed to replace the display board the customer stated that he would just send the 8100 in for repair. I said ok and the call was ended. Ref:_00d30y0yr._5000l1ltv2l:ref